Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have pneumonia. The patient was reportedly hospitalized in response to the event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Section b5 was captured incorrectly in previous report, it should be reported as follows: the manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have unexplained chronic cough, underwent bronchoscopy to ascertain the cause, and hospitalised with pneumonia. To date, there has been no explanation for this problem. There is a nodule on the patients' lungs . There was no report of patient harm or injury. No device has been returned. No further evaluation is possible at this time. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. Section h6 codes captured incorrectly in previous report, it has been corrected and updated in this report.